Event description:
Per the audiologist, the patient reported pain over the receiver/stimulator site. Results of an integrity test done in 2008 showed normal receiver/stimulator function with normal electrode array function. Reprogramming the patient's sound processor was recommended. The patient's device was explanted at about one month later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.